Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a revision procedure wherein the leads were pulled down to cover the foot pain. The patient was doing well postoperatively, and the leads remained implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last six months from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7093446.